Event description:
It was reported that the customer experienced several no delivery alarms. It was also stated that the insulin pump no longer delivers the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.